Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial vessel. The target lesion was located in the non tortuous and non calcified left anterior descending (lad). A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation and was initially inflated at 15 atmospheres for 30 seconds. However, during the second initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported. The patient condition was stable.